Event description:
A user facility reported that the white chip at the end of the metal sheath of a scope broke off. It is unknown when the event occurred. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, it was found that the insulating tip fell off from inner sheath, and non-olympus engraved on inner sheath. Olympus has already had corrective actions to remediate tip fracture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop align working element and sheath parallel to one another before proceeding.¿ olympus will continue to monitor the field performance of this device.